Event description:
Should have lasted 88 hours, was pulled at 22 hours because nurses felt it was flowing too fast. Button stuck in down position. Feels approx 175 - 225 ml left in pump. Saf set at 6ml/hr. Fill volume 530ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this complaint has not been returned for eval. Without the actual product, a complete analysis cannot be conducted. The directions for use (dfu) (B) (4) contain cautions. Actual infusion times may vary due to: filling the pump less than nominal results in faster flow rate; filling the pump greater than nominal results in slower flow rate; viscosity and/or drug concentration; positioning the pump above (increases flow rate) or below (decreases flow rate) the catheter site; temperature: refer to on-q pump insert for model specific info on temperature. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.